Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded and rusted battery tube. Further testing was not performed due to the blank display.

Event description:
It was reported that the battery in the insulin pump last four to five days. No further information was provided.